Manufacturer narrative:
The device referenced in the journal publication was not available for return to shockwave medical inc. The device lot number or size was not reported. Therefore, additional information could not be obtained. The cause of the reported arrhythmia could not be determined based on the information available in the journal. There was no report of any ivl device malfunction. A review of the device manufacturing and test documentation could not be completed with the limited information available. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
An article related to intravascular lithotripsy (ivl) in chronic total occlusions (cto) percutaneous coronary interventions reporting perforations and life-threatening arrhythmias entitled "intravascular lithotripsy in heavily calcified chronic total occlusion: procedural and one-year clinical outcomes" was published in the catheterization and cardiovascular interventions journal by wiley periodicals llc (doi: 10.1002/ccd.31207). There is no available information on product type, patients' health history, procedure/event date, or causal device relationship. This is report 3 of 3 associated to this publication.